Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer changed the cartridge and infusion set and was able to observe insulin drops exit the tubing. Customer was successfully able to resume insulin therapy. Customer's blood glucose was 250 mg/dl.